Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a non-emergency treatment procedure was performed when the issue happened. The procedure was aborted. Philips remote service engineer (rse) confirmed that there was no issue with the system geometry. The concern was miss recorded in the initial complaint and only a minor focus issue was noted. The focus issue was resolved on another case by measuring the tube filament and adapting the tube. No further action is required currently. The codes were updated based on the investigation outcome.